Event description:
As reported by our edwards affiliate in france, a 23mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. At the end of deployment, the valve embolized into the aorta. The valve was pulled back and deployed in the thoracis aorta. A 26mm sapien 3 valve was then prepared and implanted. The second valve landed too ventricular, resulting in 'important' paravalvular leak (pvl). Another 26mm sapien 3 valve was then prepared and implanted higher, resolving the pvl. At the time of the report, the patient was hemodynamically stable and doing well. All valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Reference mfg. No. (B)(4). Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 26mm sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The sapien 3 IFU, device preparation manual s3 and commander and procedural training manual s3 and commander were reviewed for instructions and guidance. The procedural training manual provides guidance on possible reasons thv could embolize into the aorta during thv deployments. Rapid pacing stopped before the balloon is fully inflated/deflated, hv inaccurately positioned too high (aortic), 1:1 capture and arterial pressure drop not maintained before inflating, thv not filled with nominal specified volume and anatomical features (e.g. Sigmoid septum). No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, 'the annulus was measured around 430 mm2. During procedure, the valve embolized to aorta at the end of the deployment. The valve was finally pulled and implanted in the thoracic aorta.' Per the IFU, valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the annular area of 430mm2 falls under the borderline annulus size determination per the IFU. Since the deployed valve was embolized into the aorta, it was likely that the valve was under expanded, so the valve could not properly anchor onto the target site (native annulus), resulting in valve embolization. In this case, available information suggests that procedural factors (under expanded valve) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.